Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes had vacuum loss resulting in underfilled tubes. The tubes were replaced. There was no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: bd had not received any samples or photos for investigation. A total of 57 retained samples underwent visual inspection, confirming that the stopper correctly placed on the tubes. Additionally, functional tests were performed on 20 of these retained samples. All tubes were within specification limits, and no issues were identified. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. This complaint has not been confirmed for the indicated failure mode: underfill. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for the identification of emerging trends.

Event description:
It was reported while using bd vacutainer® cpt¿ cell preparation tube with sodium citrate, an unspecified number of tubes had vacuum loss resulting in underfilled tubes. The tubes were replaced. There was no health impact or consequences reported.